Event description:
Vns patient was explanted due to infection. The patient had recently undergone generator replacement surgery prior to the infection. The patient was hospitalized and the infection was treated with IV antibiotic therapy. Both the lead and generator were explanted. The patient was reimplanted after the infection cleared. Review of the manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection. Investigation to date has been unable to determine the cause of the reported infection.